Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 1546 relates to component code # 419. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed and calcified lesion was located in the moderately tortuous femoral artery. The physician advanced a 2mmx40mmx144cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 2mmx40mmx144cm coyote es balloon. No patient complications were reported and the patient's status was good.